Manufacturer narrative:
The reported event was confirmed as manufacturing related. Visual evaluation noted only the catheter handle was received. A potential root cause for this failure could be contamination build up on transfer grippers. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that one of the packages only had a funnel in it and the intermittent catheter was missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that one of the packages only had a funnel in it and the intermittent catheter was missing.